Event description:
The company representative reported via email that the customer's insulin pump had a scratched screen that was difficult to read. The customer's blood glucose was unknown. The customer also had to perform frequent battery changes and their insulin pump would reject new batteries. The customer occasionally had to restart the rewind in order to complete the rewind sequence. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.